Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was oversensing noise on the baseline. The oversensing resulted in pacemaker inhibition in a pacemaker dependent patient and an inappropriate shock. No patient injuries were reported due to the pacing inhibition.